Manufacturer narrative:
On an unreported date reported as a "few days ago", the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with an unspecified antibiotic (further details not reported) for peritonitis. At the time of this report, the patient had not recovered and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: on an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.